Manufacturer narrative:
The event electrode pads were returned to zoll medical. Visual examination found evidence that a spark occurred, as well as an excessive amount of hair on the electrodes. Our investigation has concluded that the reported malfunction was a result of poor patient preparation prior to the application of the electrodes. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Zoll performed testing on the retained samples, with no discrepancies found. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) a spark was seen from underneath the anterior electrode upon three discharges of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.